Manufacturer narrative:
Submit date: 04/08/2013. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2013 that a customer had an issue with a dialysis catheter. The customer states cracks were found with the silicone tube joint on the venous side. The catheter was pulled and replaced.